Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the products were returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of the devices received. Five devices were received for evaluation. Upon visual inspection of the second device, it was observed that it shows noticeable wear marks, as expected in this type of reusables devices. The inner shaft was disassembled and it was verified that the inner tip had the edge dull. To test its functionality. A sample suture was used, it was placed into the cutting hole, and the device was not able to cut the test suture. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The device must be properly inspected prior to each surgical use. As per IFU-107540 inspect devices for damage before using. End of useful instrument life is generally determined by wear or damage from handling or surgical use. Inspect instruments between uses to verify proper functioning. A manufacturing record evaluation was performed for the finished device, and no non conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the arthro pusher/cutter *ea would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Reporter is a j&j sales representative. The device serial/lot number and date of manufacture are unknown at this time. UDI: (B)(4) incomplete. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported by the sales rep in switzerland that during a meniscal repair surgical procedure performed on (B)(6) 2024 it was observed that 3 arthro pusher/cutter ea cordcutters did not cut anymore. It was reported that all the cutters that did not cut were removed from the pool / with the time they don¿t cut anymore. Therefore, 5 cutters were removed. It was reported that there was a 5-minute delay in the procedure due to the event. The procedure was successfully completed. No patient consequences reported. No additional information was provided. This is report 4 of 5 for the same event in (B)(6).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H4: the date of manufacture has been added.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly. D4: the lot number has been added UDI: (B)(4).